Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. Customer assisted with performing displacement test and displacement test passed. Customer reported that the pump error reoccurring. The insulin pump will not be returned for analysis.